Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ visibility/palpability: unable to observe as it is a medical event that is not related to the device. ¿ lump/nodule: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device.

Event description:
Patient reported "defective allergan breast implants. Visible deformation, broken". Patient later reported "rupture". Healthcare professional reported via medical report "atrophy, breast asymmetry, asymmetric & oversized areolas". Later, healthcare professional confirmed rupture and capsular contracture baker grade IV and diagnostic testing performed for lump/nodule. This record is for the left side. Device has been explanted.

Event description:
Patient reported left side rupture and "externally visible deformation". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.